Event description:
It was reported that the patient presented to the device clinic four days after a device replacement procedure. The new device was measuring high lead impedances on the left ventricular (lv) and right ventricular (rv) leads and non-capture was also noted on the lv lead. The leads were removed from the device header and re-inserted, but the device still measured the high impedances. The leads were also tested through the lead analyzer and functioning normally so the device was explanted and replaced. However, when the chronic leads were connected to the new device, the rv lead impedance was still high after the lead was coiled in the pocket, so a partial fracture of the rv coil was suspected. The rv lead was scheduled to be explanted and replaced, but due to a pocket infection, the entire system was explanted. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5594 implantable pacing lead 2004 (B)(6); 4193 implantable pacing lead 2004 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the partial lead was returned in segments, analyzed and the exposed svc (superior vena cava) defibrillation coil developed a fracture due to flexing while in vivo. The rv (right ventricular) defibrillation coil became extrinsically fractured due to pulling/stretching/overstress. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.